Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon used a 35lst sleeve and found the outer seal leaking. Another 35lst was used to complete the case. There was no further consequence to the pt.